Event description:
Additional information received reported from the case management note indicated the pocket was "quite lateral" but no other information on reason for pump mobility is noted. The difficulty with refill was due to inability to access the fill port because of the pump being inverted; fill port was once again accessible and refill accomplished after pump was manually turned.

Event description:
Additional information was received from the healthcare provider on 09/18/2015. It was reported that the outcome of the event was "ongoing with no further action needed".

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4),implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received via a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid 20.0mg/ml at 8.622 mg/day, clonidine 250.0 mcg/ml at 107.77 mcg/day and bupivacaine 2.5mg/ml at 1.0777 mg/day for non-malignant pain. On (B)(6) 2014, upon examination, the pump was partially mobile in the pocket making it difficult to perform pump refills. No action was taken. The severity was reported mild. It was reported as related to the device or therapy and possibly related to the implant procedure. The outcome was reported as ongoing. No patient symptoms were reported. If additional information becomes available, a follow-up report will be submitted.